Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with an injection magnex 2 gram (frequency, route and duration not reported) for peritonitis. At the time of this report the patient was recovered from this peritonitis event. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient had completed antibiotic therapy. At the time of this report the patient was recovered from this peritonitis event, the fluid was clear and ¿the patient was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.